Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: initial reporter is j&j company representative. Investigation summary service and repair evaluation: the previous service event for part number 05.000.008 with lot number(s) 007080 has been reviewed. The customer called in a service request for this item on (B)(6) 2022 for reverse does not work. The item was previously returned for service on (B)(6) 2018 due to damaged component. The previous service condition of damaged component is not relevant to the current complained issue of reverse does not work. The manufacture date of this item is (B)(6) 2018. The service history review is unconfirmed. The customer reported the item's were pulled due to performance issues 007080 reverse does not work. The repair technician reported the device does not run in forward, fast forward and reverse mode. White, yellow and brown residue on switch plate, discolor wires. White residue on cam screw, nose cone and inside housing. Grinding front bearing. The cause of the issue is unknown. The reason for repair is damaged components. The following parts were replaced: circuit board, shrink tubing, motor, bearing, cam screw and other required components. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2022 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history a shr was performed on the serviceable device and it was found that the device was manufactured on (B)(6) 2018. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the item's were pulled and removed from service due to performance issues during routine inspection. There was no patient or surgical involvement. In units 008003, 007080, 008054 reverse does not work. In units 007087, 008078-no speeds work. In unit 006941-med and reverse do not work. This is report 1 of 4 for (B)(4). This report is for a hand piece.